Event description:
The customer reported that the system's picture rotation button was not functional. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep was unable to reproduce the problem. The rep cleaned and reseated all connectors and a board in the workstation and the c-arm, checked and adjusted the voltage and cleaned and rebuilt the image directory. The system was tested and found to be working as intended and put back in service.